Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a low out of range shock impedance measurements. Review of device data determined the device recorded a red alert for long charge times and charge time out. X-rays were completed to evaluate system placement with the electrode noted to be in contact with the pulse generator. Rhythmcare recommended system replacement. Therapy was deactivated and the patient is hospitalized until further intervention is able to be completed. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.